Manufacturer narrative:
This report is submitted on april 18, 2023.

Event description:
It was reported that the patient's battery charger was melted while plugged in. A new replacement charger were sent to the patient. No serious injury was reported.